Event description:
Information received with return of the explanted device notes that the device exhibited poor sensing and high capture thresholds. When the lead tested normal, the pulse generator was replaced. The patient was pacemaker dependent.